Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The customer cleared the alarm and resumed insulin therapy.